Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The caller was a manufacturer rep and the reason for the call was to ask about MRI eligibility. The caller indicated that they were conducting a trial with a buried paddle lead that was placed retrograde in the c-spine. The physician was unable to advance the paddle fully into the epidural space during the lead placement. The caller asked how that would affect the MRI eligibility. Technical services (tss) reviewed MRI information. Patient and doctor info provided.